Event description:
It was reported that the patient had an accident where the device flipped and the wires were ripped off in three pieces. It was stated that the chair snapped off on him and the two spindles on the chair snapped and flipped the unit, ripping the wires off in three pieces. An attempt to reattach the wires was made with no success. The device was replaced. The surgeon removed some of the spinal cord during the lead placement surgery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3708340 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product type extension; product ID 3487a-33 lot# j0427798v serial# implanted: explanted: product type lead. (B)(4).